Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 394 mg/dl, 240 mg/dl, 220 mg/dl, 169 mg/dl, and 384 mg/dl. No actions taken based on device results. No adverse event reported. Customer had the incorrect code key in the meter at the time of the readings. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.